Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. As a result of checking the reprocessing details at the facility confirmed by in-service, no obvious deviations from the instruction manual were found in the equipment reprocessing procedures being implemented. The following is included in the device instructions for use: chapter 6 compatible reprocessing methods and chemical agents and chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates that the first time the device was tested from the recess of the forceps elevator 11cfu pantoea species were found. The facility tested the device a second time and found 4cfu of enterobacter species at the forceps channel.

Manufacturer narrative:
The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope tested positive for an unspecified number of colony forming units (cfus) of enterobacter sp. The issue was found during maintenance. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause.